Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 400cc saline breast prosthesis that deflated after implantation. The patient noticed that her right breast was getting smaller. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 29-sep-2022, mentor received additional information about the event: - the patient underwent bilateral explantation and replacement with mentor memorygel xtra breast implant 465cc gel breast prostheses on (B)(6) 2022. - both breast prostheses were removed intact. Block b1 is product problem no longer applies to this report nor does h6 medical device problem material rupture (a0412). - the patient developed baker grade IV capsular contracture in her right breast post implantation. - the suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-apr-2022, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with unspecified breast prostheses on an unknown date. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).